Manufacturer narrative:
The failure investigation has been completed and the alleged wake button issue was verified. Based on the analysis, the alleged occlusion alarm was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. In addition, customer reported an occlusion alarm. Customer declined to perform troubleshooting to determine a possible cause of the occlusion. Customer¿s blood glucose was 400 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.